Event description:
It was reported the stimulation turned on and/or off three times; once at the hospital, once at home, once at the pt's previous apartment. There was no known accident or incident related to this complaint. There was no known interference. No pt symptoms were reported. At the time of this report, the pt was at home and pt status was good. Add'l info has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2008-03008.

Manufacturer narrative:
.